Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. It was reported that the site was unable to spin rotor to take spins. After the manufacturer representative (rep) checked the logs, they noticed that the site only rebooted the mobile view station (mvs). If they would have rebooted the image acquisition system (ias), the issue would have been corrected. A full system checkout was performed after the system was rebooted and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to take their lateral confirmation shot. A disabled error occurred so the site rebooted the system to try again, but they still were unable to take a 2d image. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.